Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged. However, the issue was not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the antenna coil was sliced prior to receipt, which is believed to have occurred during revision surgery. In addition, a dent was observed in the bottom cover. The photographic imaging inspection revealed a loose electrical component. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed the medical test performed. The internal visual inspection revealed cracks across the hybrid and confirmed cracks on the hybrids and some components were dislodged. The scanning electron microscopy analysis revealed cracks conductive epoxy at the feedthru pin connections at several pins. The reported complaint of loss of lock with the device was verified during this analysis. The device was received with a dented bottom cover, multiple cracks along the hybrid, damaged conductive epoxy joints, and dislodged electrical components. These are believed to have contributed to the return reason. This is the final report.